Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: bariatric surgery. Event description: surgeon uses this device insert into an incision. Suddenly, the tip of obturator was broken. There is no impact to patient. User replace with ctr71 to complete this surgery. There is no other instruments to effect this event. Product is available for return. Additional information was received via email on 07mar2023 from distributor: the tip of the obturator broke. There was one cannula inserted using the obturator prior to the incident. No pieces fell into the patient. The trocar was inserted by rotating in an alternating clockwise and counterclockwise direction. This was not a robotic case. Intervention: user replace with ctr71 to complete this surgery. Patient status: fine.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of a broken obturator tip. Based on the condition of the returned unit, it is likely that the reported event was caused by the obturator material, which was more susceptible to fracture.

Event description:
Procedure performed: bariatric surgery. Event description: surgeon uses this device insert into an incision. Suddenly, the tip of obturator was broken. There is no impact to patient. User replace with ctr71 to complete this surgery. There is no other instruments to effect this event. Product is available for return. Additional information was received via email on 07mar2023 from distributor: the tip of the obturator broke. There was one cannula inserted using the obturator prior to the incident. No pieces fell into the patient. The trocar was inserted by rotating in an alternating clockwise and counterclockwise direction. This was not a robotic case. Intervention: user replace with ctr71 to complete this surgery. Patient status: fine.